Event description:
It was reported that the ilet pump screen became unresponsive and the user could not slide to unlock the device; there was no cracked screen noted and a mobile app restart restored normal function. Symptoms included inability to operate the device due to a display or touchscreen dysfunction. Outcomes included no alarms, no clinical symptoms, and no medical intervention or hospitalization. Investigation included customer care troubleshooting and user guidance to restart the associated mobile application. Investigation of this case revealed a transient user interface lock-up consistent with a device display or touchscreen performance issue that resolved after app restart, with no additional device component damage observed. It was concluded, based on previously established findings for similar reports, that the cause was a temporary software or interface malfunction not reproduced after restart.